Manufacturer narrative:
The anomaly observed in the field was confirmed. Device function was tested on the automated test equipment. All tests were normal. The cause of the reset was undetermined.

Event description:
It was reported that patient presented in the hospital after receiving several shocks for vf. During interrogation device went in hw reset with no defibrillation available. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.